Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. A kink was evident on the shaft causing deformation to the 9th, 10th and 11th stent wraps with struts raised. Deformation was evident to the 24th stent wrap with struts raised. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and severely calcified lesion, located in the mid circumflex artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device was forwarded to the cx lesion, the device was then pulled back from the lesion and a stent deformation was noted. There was no part left in the patient. It was reported that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.